Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse at all. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update the date to 02/25/2025. Additional information: e1, e3, g2 (add source), h6 (update codes), h11. H11: a review of the event history log identified that a secondary infusion programmed with rate 200 ml/hr and volume-to-be-infused 100 ml on the reported event date; downstream occlusions were found during this infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.